Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that noticed it was wet - during her assessment she determined it was not leaking from the site - but rather from where the tubing connects to the yellow end piece that connects to maxzero. Verbatim: rcc received a complaint via email. Email(s) attached. A nurse at our lhap location shared with me her concerns regarding this device that occurred last night. She was assessing her child's IV and noticed it was wet - during her assessment she determined it was not leaking from the site - but rather from where the tubing connects to the yellow end piece that connects to maxzero. She forgot to keep the IV catheter for me."